Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the cycler was giving drain complication messages during drain 3/4. The patient contact stated that the pin on the stay safe connector was pushed by accident. The treatment was cancelled, and the patient was reported to revert to continuous ambulatory peritoneal dialysis (capd) to continue. Follow-up information with the patient contact revealed that the reported connector came loose, and fluid was found on the floor. It was not specified what connector was affected by this event. The patient was admitted to the hospital for peritonitis on (B)(6) 2017. The patient contact believed that the connector coming loose may have caused the peritonitis. The affected product was reported to be available to be returned to the manufacturer for physical evaluation. No further information has been made available at this time.

Manufacturer narrative:
Additional information: clinical investigation-a possible temporal relationship between the connector becoming loose, the fluid on the floor, and the adverse event of peritonitis and subsequent reported hospitalization may exists. However, additional information (such as the discharge summary from the hospital, lab results, treatment details, patient comorbidities, and patient disposition) is needed to make a possible determination of possible causality.